Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the d zone. The length of sensor wear was day 4. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 248 mg/dl and 174 mg/dl compared to readings of 92 mg/dl and 60 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch upon visual inspection. Corrosion was observed through the sensor case caused by liquid ingress. An attempt was made to scan sensor with evm (evaluation module) but sensor did not scan. The data was unable to be extracted due to corrosion observed through casing. Visual inspection was performed on the sensor plug assembly and observed water-based liquid contamination on pcba (printed circuit board assembly) triangle. An extended investigation was performed. An internal visual inspection was performed on the returned sensor and contamination due to liquid ingress was observed on the pcba (printed circuit board assembly). Attempt to scan returned device on the evm (evaluation module) using the reader. The sensor was found to be in sensor state 6 (indicating abnormal termination) after activating the sensor. The returned battery voltage was measured using a digital multimeter and the result was within the specification range. The returned battery was replaced with a new and unused battery due to contamination observed on the battery and the surrounding area. The returned sensor was attempted to be scanned on the evm again using the reader and the same error message was observed. The contamination on the pcba was cleaned off and the returned sensor was scanned again on the evm using the reader, the issue persists. The customer complaint could not be replicated as the sensor was found to be in sensor state 6 (indicating abnormal termination) after activation due to the contamination on the pcba. Therefore, this issue is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.